Manufacturer narrative:
(B)(4). Batch #: p57z2r. Investigation summary: the analysis found that one ec45a device was returned with no apparent damage and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Was the device locked on tissue with the jaws closed? If yes, how was the device removed? Was the red knife return button attempted to return the blade to the home position? Did the jaws of the device eventually open?

Event description:
It was reported that during a laparoscopic bilateral salpingooophorectomy, the endocutter, with a white reload, became stuck on tissue. The staple line had malformed staples. A second like device was used to complete the procedure. There were no patient consequences reported.